Event description:
It was reported that a basal/bolus infusor leaked inside of the housing. This occurred after filling of the device with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: lot 13d022 was manufactured april 4, 2013 - april 5, 2013. A batch review was conducted for the reported lot and found that two capas were initiated due to a unit leaking at the fillport during functional testing conducted during the manufacturing of this lot. During the rework, the units were identified to have a leak at the welded area of the volume indicator. After the rework was complete, there were no defects observed. The device was returned for evaluation. Visual inspection observed fluid inside the housing, indicating that a leak occurred. A functional leak test was subsequently performed by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. The evaluation confirmed the reported condition. The cause was determined to be that the ultrasonic weld of the volume indicator to the port was incomplete. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.one unit was received with fluid inside the housing. A functional leak test was subsequently performed by refilling the reservoir with green colored water. Leakage was observed at the welded area of the volume indicator port located inside the housing. The reported leak problem was confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.